Manufacturer narrative:
The revision was successfully completed with no reported complications. The reported complaint is attributed to surgeon error. The surgeon who performed the revision procedure reported that the poor outcome following the original procedure (which was performed by a different surgeon at a different hospital) was due to poor rotational alignment of the tibial component.

Event description:
(B)(4).

Manufacturer narrative:
The revision procedure is scheduled to occur on (B)(6) 2015. This is an ongoing investigation and a supplemental report will be submitted.

Event description:
The patient is reported to be unhappy with the results following her (B)(6) 2014 implant. The patient sought a second opinion and is now receiving her care from that surgeon. The patient is reported to have limited flexion due to a poorly tracking patella, and attempting to increase flexion, results in pain. The surgeon has concluded from radiographs that the issue is an alignment issue of one, or possibly both components.